Event description:
It was reported that a CT scan ws performed and the healthcare professional believed that the catheter was wrapped around the pt's bowels. A dye study was planned. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).